Event description:
It was reported that the patient had several low flow events. Upon device interrogation, the customer discovered abrupt flow drops on (B)(6) 2024 and (B)(6) 2024. Both the patient and their caregiver denied hearing any low flow alarms, despite the low flow events appearing to be long enough to trigger an audible alarm. A self-test performed in the clinic resulted in an audible alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller low flow alarms being faint/inaudible was unable to be confirmed as the product was not returned for further analysis. From 05dec2024 04:17:16 ¿ 15dec2024 06:25:17, the submitted log files captured intermittently active low flow hazard alarms due to the flow dropping below the expected threshold. There were no other notable events captured in the log file. The system controller remains in use. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. The heartmate ii instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to clean the system controller. This section also instructs the user to regularly inspect the system controller¿s audio speakers for dirt or grease. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.